Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. During the procedure, the delivery system was prepared correctly, and the closure device was implanted with no complications. The patient was stable post closure device implant. An effusion sweep was completed after the procedure with no changes. The patient underwent leadless pacemaker implant after the closure device was implanted. An effusion was noted 5 hours post implant and a pericardiocentesis was performed. The patient is expected to fully recover. No further information was provided.